Manufacturer narrative:
Manufacturer¿s investigation conclusion: evaluation of the returned coring knife, serial number (B)(6), could not confirm the reported event of the knife not being sufficiently sharp. A specific cause for the reported event could not be conclusively determined through this evaluation. The coring knife, serial number (B)(6), was returned in a clear plastic biohazard bag with the plastic cap on. The coring knife was in used condition as residue consistent with blood was present on the external body as well as the blade edge. Initial visual inspection of the blade did not reveal any obvious damage or irregularities. Microscopic inspection of the coring knife was performed, which revealed a slight deformation along the cutting edge; however, the cutting edge was mostly unremarkable. No other abnormalities were observed. A cut test was performed with the returned coring knife and a polyurethane test pad. The returned coring knife was tested and found to be able to cut the polyurethane foam pad without issue. Review of manufacturing documentation found no deviations from manufacturing or quality specifications. In addition, a CAPA was opened to further investigate issues related to the coring knife not being able to cut. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the batch history showed that the coring knife is not part of the lots bracketed by manufacturing analysis task. The heartmate 3 left ventricular assist system instructions for use, revision d, lists the apical coring knife as an optional component for device implantation in the introduction section. The surgical procedures section provides information on preparing and handling the coring knife. This section also states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Event description:
While coring the ventricle, it was noted that the surgeon felt like the apical coring knife was not as sharp as usual. The coring knife was inspected, and no irregularities were found. There was no adverse patient event caused by the coring knife, and there was no delay in the surgical procedure or need for an additional surgical procedure. The coring knife was retrieved and would be returned.

Manufacturer narrative:
D4: the device serial and lot number were not provided, and the manufacture (h4) and expiration dates could not be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.